Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was placed but exhibited low amplitude measurements. During an attempt to reposition, the rv lead would not retract properly and once removed from the patient, tissue was noted entwined in the helix mechanism. The rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation.